Manufacturer narrative:
(B)(6) 2015 02:11 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device did not seem to be functioning properly. When the pa was energizing the vasoview hemopro device at the same time as the surgeon was energizing the bipolar cauterizer, the device did not seal the vessel. The pa stated that this experience has happened in the past month and as a result, he had abandoned the use of the vasoview hemopro device during the vessel harvest and had to resort to an "open harvest" technique which has resulted in more blood loss to the patient. The hospital believes that issue could be with the dc extension cable. A second device was used. (B)(4).

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use was observed. A visual inspection of the cable connector was conducted. The 6 pin circular din connector was observed to be bent with no observed damage to the pins. The device was unable to connect to the power supply due to this observed failure. Due to the condition of the connector, an activation and transection capability test on a reference hemopro device was unable to be conducted. To verify that the cable was electrically functional the device was evaluated for electrical continuity with a multimeter. The device passed the continuity test. We were unable to reproduce the reported failures during testing. Based on the condition of the device as returned and the results of the investigation, the reported complaint "failure to cut/electrical issue" is unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device did not seem to be functioning properly. When the pa was energizing the vasoview hemopro device at the same time as the surgeon was energizing the bipolar cauterizer, the device did not seal the vessel. The pa stated that this experience has happened in the past month and as a result, he had abandoned the use of the vasoview hemopro device during the vessel harvest and had to resort to an "open harvest" technique which has resulted in more blood loss to the patient. The hospital believes that issue could be with the dc extension cable. A second device was used. (B)(4).